Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulties deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully with no issue. A second clip delivery system (cds) was advanced to the mitral valve. As the jet was located medially, the shaft was curved more than 90 degrees. The leaflets were grasped and the deployment sequence was started. After turning the actuator knob 10 times, the clip was not coaxial to the valve and did not release from the cds. Trouble shooting was performed and the clip was deployed. Two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lots. All available information was investigated and the reported difficulty in deploying the clip appears to be related to the user curving the steerable sleeve more than 90 degrees. It should be noted that in the mitraclip instructions for use states the following warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. The reported device operated differently than expected (clip not coaxial to the valve) was determined to be due to procedural conditions of the difficult deployment. There is no indication of a product quality issue with respect to manufacture, design or labeling.